Manufacturer narrative:
Additional information: based on the received information from the field in situ measurements since initial implantation showed all channels affected by high impedance, likely caused by the reported difficult insertion of the active electrode. In addition, two channels remained extra cochlea according to the implant registration card. The recipient has been re-implanted with a shorter electrode variant. The concerned device has not been received for investigational purposes yet.

Event description:
On (B)(6) 2023, the recipient was implanted. During intra-operative measurements, affected channels were seen. The doctor reported that it was a difficult insertion. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: device investigation revealed damage to the active electrode caused by excessive mechanical stress. This finding was expected because based on the received information from the field in situ measurements since initial implantation showed all channels affected by high impedance after reported difficult insertion of the active electrode. In addition, two channels remained extra cochlea according accoring to the implant registration card. The recipient has been re-implanted with a shorter electrode variant. The problems described in the recipient report seem to match the damages found. This is a final report.

Event description:
On (B)(6) 2023, the recipient was implanted. During intra-operative measurements, affected channels were seen. The doctor reported that it was a difficult insertion.the recipient was re-implanted.

Event description:
On (B)(6) 2023, the recipient was implanted. During intraoperative measurements, affected channels were seen. The doctor reported that it was a difficult insertion. The recipient was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.